Manufacturer narrative:
Device evaluated by manufacturer: a visual examination revealed that the device texture was smooth and consistent. A gage bushing passed over the length of the specimen with no issue. A microscopic examination revealed indications of wear and abrasion with random regions of imbedded blood-like material within the coating over the length of the specimen. After soaking in a tray of saline, the specimen presents no obvious indications of hydrophilic coating floating in the saline. The specimen device appears visually and dimensionally correct with the exception of the previously mentioned wear and abrasion. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that during preparation for an unspecified procedure, guide wire coating issues were noted. The device holder containing the zipwire hydrophilic guide wire was injected with 10cc of saline. The physician removed zipwire from the holder without any problems. Next, the zipwire was placed in a saline bowl, however, shortly afterwards, it was noted that the zipwire hydrophilic coating was "floating" in the saline bowl. The zipwire was not used during the procedure. It was not noted how the physician completed the procedure. No patient complications were listed and the patient's status was reported as "ok".

Manufacturer narrative:
(B)(4)

Event description:
It was reported that during preparation for an unspecified procedure, the guide wire coating issues were noted. The device holder containing the zipwire hydrophilic guide wire was injected with 10cc of saline. The physician removed zipwire from the holder without any problems. Next, the zipwire was placed in a saline bowl, however, shortly afterwards, it was noted that the zipwire hydrophilic coating was "floating" in the saline bowl. The zipwire was not used during the procedure. It was not noted how the physician completed the procedure. No patient complications were listed and the patient's status was reported as "ok".